Event description:
A surgeon reported that during laser assisted cataract surgery, the primary incision was not completed; therefore, he manually completed the incision larger than his standard size. Three corneal sutures were placed for safety. The surgeon reported that the pt is doing great with no reported events following surgery.

Manufacturer narrative:
Investigation including root cause analysis is in process. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).